Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified non-cardiac event on or about (B)(6) 2004, a cardiovascular event on or about (B)(6) 2004 and subsequently expired on (B)(6) 2005 after the use of the product.